Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient turned their stimulation back on after not having it on for a couple of months. The caller reported that the patient has pain in their back, side, and right leg went away but a half hour later the patient reported a burning sensation down their right leg. This stopped upon turning stimulation off but then the patient returned. The caller asked if there was anything that they could do at this time. It was reviewed that they could check their programming to see if the patient had other groups or multiple programs in the group. If the patient had multiple programs it might be possible to see if the patient had other groups or multiple programs in the group. If the patient has multiple programs, it might be possible to see if one of those was just for the right leg and turning down stimulation may or may not help. It was also suggested that they may want to fol low-up with the healthcare provider (hcp) to see if reprogramming would help. The caller was going to reach out to hcp. The patient had their device removed and replaced with a different manufacturer's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.